Event description:
Customer reported a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. Hospitalized for six days. Customer is new to pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.